Event description:
During anterior cruciate ligament reconstruction, dr started using tap and had the device fully seated. When he began to backout, the weld on the tap broke leaving a portion of the tap in the bone. Dr used another instrument to remove broken tap. Extended surgery 20-30 mins. Dr did not have to open pt to remove broken tap. Dr noted pt had very hard bone. Finished case with no other problems. Pt doing fine.